Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the cephalic vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflated but unable to reach the nominal rated burst pressure. The device was removed from the patient's body and a pinhole was confirmed. The procedure was completed with another of the same device. No patient complications were reported.